Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on 06/14/2016 to report a loss of connection between the transmitter, receiver, and smart device that occurred on (B)(6) 2016. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on 07/05/2016. The reported event of loss of connection was confirmed. A root cause cannot be determined.

Manufacturer narrative:
(B)(4)

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Pairing test with (B)(6) bluetooth device and functional testing could not be performed. Performed share log review and error was confirmed during review. The reported event of loss of connection was confirmed. A root cause could not be determined.